Event description:
It was reported to st jude medical that during post implant wound check and device interrogation, a noise reversion was observed. The pt was admitted and scheduled for surgery the next morning to check for a loose set screw. Upon interrogation prior to surgery, noise reversion occurred. No anomalies with the implantable cardiac defibrillator set screws or lead could be found. The decision was made to explant the entire system.